Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank, batteries, and snubber board were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)

Event description:
It was reported that the 9800 system had an overload fault during a case. No pt injury was reported.